Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's display had been going blank for 2 days. He stated that the device would shut down and he would have to remove and reinsert the battery to turn it on. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was performed. The customer stated that the display was not blank at the time and the battery cap was not damaged or corroded. The alarm history showed an unexpected restart alarm and an external ram error alarm. The device was not stored for a long period of time and the alarms occurred shortly after inserting the battery. It was advised to that a battery cap replacement would be sent and to call back if issue persisted. The device will not be returned for analysis.